Manufacturer narrative:
Concomitant medical products: 383059 lead and 383069 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) cardiac compass had invalid data and one of the leads exhibited underpacing and oversensing. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.